Event description:
Customer reported via phone call to have received a (B)(6) software anomaly. Customer's blood glucose was 160 mg/dl. Customer was advised that insulin pump would be replaced due to receiving alarm twice.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
An a47 alarm was found in the alarm history file which was due to a corrupted history file. The insulin pump was received with minor scratched lcd window, cracked case at the display window corner, reservoir tube lip and battery tube threads.